Manufacturer narrative:
The suspect ventilator device component has been returned to vyaire's failure analysis laboratory for evaluation. At this time, the evaluation is still pending. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported a low fraction of inspired oxygen (fio2) alarm, even though the device was set on 100% oxygen, while in patient use on this ventilator device. The customer reported that the patient's oxygen saturation levels decreased but did not specify the value. The hospital's biomedical department reported that they evaluated the ventilator device but was not unable to duplicate the reported device malfunction.

Manufacturer narrative:
The vyaire failure analysis (fa) laboratory received the suspect gas delivery engine (gde) component for investigation. The physical inspection found a damaged oxygen sensor cable, which caused the oxygen calibration failure. The fa lab replaced the oxygen sensor cable and tested the gde to manufacture specifications. The original complaint was duplicated and the root cause was associated with product damage to the oxygen sensor cable component. The etiology of the product damage is unknown.